Manufacturer narrative:
The subject device was returned for investigation and inspected. Based on a review of the returned device by shockwave, detachment of the outer shaft from the distal hub bond and a break in the inner member was observed. Based on the investigation, it is possible that the balloon was not fully deflated during removal and met resistance at the distal end of the introducer sheath, and the force applied during attempted removal could have led to the detachment. However, the exact root cause could not be definitively determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used in a procedure to treat a lesion in the iliac artery. It was reported that the outer shaft of the ivl balloon catheter separated from the inner shaft during device removal; the separated component was snared, and all device components were successfully removed from the patient. The procedure was successfully completed, and there was no patient harm reported.